Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the native valve lcc position to remain open during systole, with subsequent hypotension. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, the patient became hypotensive post balloon aortic valvuloplasty (bav) and required percutaneous cardiopulmonary support (pcps). Following insertion of ascendra+ sheath, bav was performed with a 20 mm bav balloon. Blood pressure (bp) remained in low after the bav. The patient did not respond to vasopressor (catecholamine) and volume load. The systolic bp dropped to the 30¿s mmhg. It was decided to continue with the deployment of the 23 mm sapien xt valve. The xt valve was successfully deployed, but the patient remained hypotensive. Pcps was initiated and the left ventricular wall motion abnormality gradually improved. After weaning off the pcps, it was confirmed that the xt valve had mild paravalvular leak and the procedure was completed. Upon review of the images it was observed that after bav the native valve's left coronary cusp (lcc) was fixed at an open position in the systolic phase causing the acute aortic regurgitation.